Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy : rash/skin condition"), chronic obstructive pulmonary disease ("copd") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, abdominal pain, dermatitis allergic, weight increased, chronic obstructive pulmonary disease and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, chronic obstructive pulmonary disease, dermatitis allergic, device breakage, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: device breakage, general abnormal bleeding, pelvic pain, abdominal pain, rash/skin condition, weight gain, copd. Essure confirmation test(s) conducted : (B)(6) 2008 (as per ppf discrepancy noted) . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified): results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received. Product indication female sterilization updated. Essure start date updated. Lab data updated. Event injury updated to event: device breakage. Events general abnormal bleeding, pelvic pain, abdominal pain, allergy : rash/skin condition, weight gain, copd , nickel allergy were newly added. Reporter information updated. Patient demographic information updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy : rash/skin condition"), chronic obstructive pulmonary disease ("copd") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, abdominal pain, dermatitis allergic, weight increased, chronic obstructive pulmonary disease and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, chronic obstructive pulmonary disease, dermatitis allergic, device breakage, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: device breakage, general abnormal bleeding, pelvic pain, abdominal pain, rash/skin condition, weight gain, copd essure confirmation test(s) conducted : (B)(6) 2008 (as per ppf discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified): results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, arthritis, asthma, irritable bowel syndrome and hot flashes. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy : rash/skin condition"), chronic obstructive pulmonary disease ("copd"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginall)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("allergic or hypersensitivity reaction type: hives") and dyspnoea ("allergic or hypersensitivity reaction type: trouble breathing") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, abdominal pain, dermatitis allergic, weight increased, chronic obstructive pulmonary disease, allergy to metals, vaginal haemorrhage, menorrhagia, urticaria and dyspnoea outcome was unknown. The reporter considered abdominal pain, allergy to metals, chronic obstructive pulmonary disease, dermatitis allergic, device breakage, dyspnoea, genital haemorrhage, menorrhagia, pelvic pain, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: device breakage, general abnormal bleeding, pelvic pain, abdominal pain, rash/skin condition, weight gain, copdessure confirmation test(s) conducted : (B)(6) 2008 (as per ppf discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available):body mass index was 29.6 kg/sqm.imaging procedure - in 2008: essure confirmation test (unspecified): results: bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported in medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc:unable to confirm complaint. Most recent follow-up information incorporated above includes:on 5-mar-2020: pfs and mr received: seriousness criteria for the event genital bleeding has been updated to non-serious, reporters, patient demographics added, new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction type: hives, trouble breathing added.based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.